Event description:
The doctor had difficulty in inserting the sensor and so stopped. The biomedical engineer was called to assist. They advised the doctor to clamp the rear clamp and the advancement lock. When the biomedical engineer arrived, they opened the advancement lock first and then the rear clamp half a turn. At this point the blood surged up the catheter, through the sensor and out through the advancement lock. The biomedical engineer clamped the uac with their thumb and called for immediate assistance to remove the sensor. The sensor was removed and returned to diametics medical ltd for investigation. Considerable blood leakage from the pt was reported. The pt remains in nicu.